Event description:
It was reported that a malfunction occurred on the pump with no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump.